Event description:
Based on information obtained, the ipg pocket site is healed. Issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's pocket site is infected. The wound was cleaned by the provider and oral antibiotics were prescribed to the patient.